Manufacturer narrative:
Device passed the displacement test but failed during prime or a33 test due to loose drive support disk. (B)(4).

Manufacturer narrative:
Insulin pump passed the displacement test but failed during prime test due to loose drive support disk.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call prime anomaly and high blood glucose. Customer's blood glucose level was unknown. Troubleshooting for the prime rewind was performed. Customer advised they are stuck in preparing to prime loop. Customer did not receive a 2nd series of beeps and insulin spilled out of the device. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.